Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma in australia: a longitudinal study of implant and other related risk factors¿ anand k deva, anna loch-wilkinson, miles prince, james french, karen shaw, karen vickery, kenneth j beath, mark r magnusson, rodney cooter; the american society for aesthetic plastic surgery, (2019 nov 25). The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: lymphoma alcl suspected.

Event description:
Journal article ¿breast implant associated anaplastic large cell lymphoma in (B)(6): a longitudinal study of implant and other related risk factors¿ referenced patients diagnosed with alcl on an unknown side with ¿last implant being allergan¿ textured implant. Histopathological markers were not reported or discussed in the article. The status of the device is unknown. Patient(s) have history of previous implants.